Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, there was a rapid gas loss alarm with the cardiosave intra-aortic balloon pump (iabp). The patient expired on (B)(6) 2019.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 60.7cm and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined kinks in the catheter and optical fiber break. It is difficult to determine when or how a kink in the catheter and optical fiber break occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, there was a rapid gas loss alarm with the cardiosave intra-aortic balloon pump (iabp). The patient expired on (B)(6) 2019.